Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to reproduce the reported issue. The fse checked the symptoms and found that the machine is turned on and the screen is black. And there is a notification sound, test the replacement parts as follows- power supply: symptom persist, exch pcb, solenoid driver symptom persist, pcb, front end module symptom persist. Assembly iab datasette cs100, assembly dss datasette cs100 and exch pcb, solenoid driver test. Working for the machine about 3.5 hours and the machine can work normally. The fse replaced assembly iab datasette cs100, assembly dss datasette cs100 and exch pcb, solenoid driver to resolve the issue. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that when attempting to power up unit, the cs100 intra-aortic balloon pump (iabp) unit would not turn on. There was no patient involvement.